Manufacturer narrative:
Evaluated two opened/used enlite sensors and found needles separated from sensor base. We were unable to perform insertion needle complaint due to customer returned sensors opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.